Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that the lead body conductor was broken due to overstress damage.

Event description:
Additional information received from the manufacturing representative (rep) reported that after opening up the pocket, the physician noticed the insulation surrounding the lead wires, nearest to the distal electrodes had come apart. The physician implanted a new lead with no further issues. A new battery was also implanted. There was no patient death and there was no patient injury. The explanted lead was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00bam, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The manufacturer representative reported that a lead issue was identified during implantable neurostimulator (ins) replacement surgery. The lead wire's outer insulation nearest the distal electrodes had come apart, exposing the lead wires. The separation could be seen in the ins header block. The patient did not show a motor response so the lead was explanted and a new one was implanted. The patient's indication for use is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information becomes available, a supplemental report will be filed.